Manufacturer narrative:
Additional information:

Event description:
Upon introducing the sheath for a transaortic tavr procedure, the patient¿s ascending aorta tore. Per report, the patient was prepped and draped in the usual sterile manner. Access was obtained through mini-sternotomy and tissue dissection to expose the ascending aorta. During the process of aortic purse string suturing, the physician voiced concern about the integrity of the patient¿s aorta; however, after careful pledget placement the team felt confident to proceed with tao access. Upon insertion of the ascendra 3 sheath into the ascending aorta patient experienced rapid and significant blood loss. The surgical team worked quickly to control the bleeding, stabilize hemodynamics and repair the torn tissue with a pericardial patch. The patient was stabilized and the procedure was converted to transfemoral approach. At the end of the procedure, the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. As noted in the report, a combination of patient factors (friable aortic tissue) and procedural factors (transaortic approach) appear to have caused this event. There is no indication this event was result of dysfunction of the ascendra 3 sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4), and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.